Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Event description:
It was reported the patient is experiencing intermittent stimulation. Reprogramming was unable to resolve the issue. Follow up information identified the ipg is no longer functioning and stimulation is off, however; he can increase the stimulation on the screen without feeling stimulation. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the report that ¿stimulation turned off by itself¿ from the field was not confirmed. The ipg was visually inspected and functionally tested. There were no anomalies and the device passed all functional testing. Further testing found that the ipg had continuous stimulation for over an hour (did not turn off by itself), did not display any anomalous outputs and the magnet feature functioned as intended. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.